Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented in the clinic for a generator change procedure. Prior to the procedure, upon interrogation, the left ventricular (lv) lead exhibited loss of capture. The lv lead was capped on (B)(6) 2025. The patient was stable throughout.